Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the subject device tested positive for an unexpected contamination. The issue was found during a routine culture of the scope. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation and the legal manufacture¿s final investigation. Correction: b3, h4. Correction to b5 of the initial report. Please see b5 for further information. Correction to h6 "medical device problem code" of the initial report, "2303 - microbial contamination of device" is being corrected to "4048 - failure to clean adequately". Additional information: h6, h11. The event was evaluated on related MFR (B)(4) where no abnormalities were found that could have led to the reported event. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, there was difference of recognition on device handling between the user and recommendation by olympus. The device was not isolated when the user performed culture test sampling. Olympus will continue to monitor field performance for this device. This report is related to MFR (B)(4).

Event description:
Correction to b5 of the initial report: the customer reported having used the subject device on a patient while awaiting the results for routine culture testing. Positive culture test results were subsequently received. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.